Event description:
It was reported that the patient presented for a leadless pacemaker implant procedure. During the procedure, the physician was not satisfied with the initial orientation of the device and decided to reposition it. While the physician was repositioning the device, it was found that the helix had stretched. The device was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
Reported event of stretched helix was confirmed. Final analysis found that the helix was stretched out of specification, consistent with having occurred during procedure. Further analysis was performed, no anomalies were found. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.